Manufacturer narrative:
Method /results /conclusions - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr MFR of an incident that occurred in a foreign country. The problem: during the mr pt examinations, the rf cable of the sense head coil, 8 channel, became so hot that three pts rec'd 2nd degree burns sometime during 2007. The burns had a size of 10 cm x 1- 2 cm. The burns were located on lateral outside of right upper extremity. The pts wore light clothes as t-shirt or hosp clothes for pts. All pts were so stoutly that they hardly fit through the bore of the mr. One pt's shoulder and upper arms touched the cover of the body coil. The head coil mentioned above has been exchanged with a new one and returned to MFR for analysis.